Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient reported the implant worked for them during the day while they were up, but at night it seemed when they went to lay down to sleep, they would wake up at 3:00 am and needed to go to the bathroom all the time. The patient did not know if they needed to turn up stimulation. They mentioned they were used to not being able to sleep, but since their implant they were able to get some sleep. They noted the implant was getting a lot better than they were, and was helping 50% or greater with symptom relief. The patient stated their healthcare provider (hcp) had told them about changing programs, but nobody showed them how to do that. The patient was to monitor their symptoms for two days and would call back to get help with changing programs. They would also discuss with their hcp because the patient thought they were thinking about it too much and their nerves were doing it. They would also ask their hcp for something to be able to sleep. The issues were reported to have occurred the night before last and confirmed the date to be (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the settings were changed and now it worked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.